Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-dec-2021 to 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini drawer 1.11 controller board caused the malfunction. The field service engineer replaced the controller board and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 1.11 failed, preventing user access to medication during a procedure. The customer added that user had to fail the drawer and recover the storage space multiple times before they were able to remove the medication. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the mini drawer 1.11 controller board caused the malfunction and required replacement. A field service engineer replaced the controller board and reconfigured the drawer to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 1.11 failed, preventing user access to medication during a procedure. The customer added that user had to fail the drawer and recover the storage space multiple times before they were able to remove the medication. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.